Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 0 malfunction event(s), instead of 1.

Manufacturer narrative:
It was reported that the device was having communication issues and getting stuck on the powerload. Upon communication with the field service representative and the user facility, it was confirmed that the issue was called in by mistake, and the work order was cancelled. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.